Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and the blood glucose is low as 112 mg/dl. The current blood glucose was 112 mg/dl. The insulin pump was giving too much insulin on its own and its making her sick. The drive support cap appears normal. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. The drive support cap appears normal. During the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. Customer stated that, her son usually helps her with the pump so is going to call back to finish the troubleshooting. The insulin pump will not be returned for analysis.